Event description:
The customer reported that the defibrillator batteries do not work. No pt involvement.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.